Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. Internal corrosion and fluid could be seen through the top and bottom housings. Once the pod was open, corrosion was visible on the mechanism rails and rear battery. Fluid was unable to travel the complete fluid path due to a leak found coming from the back of the nail head, indicating an inadequate seal. This leak caused the observed corrosion and discoloration. Inspection of the download and patient history buffer (phb) data found no issues with insulin delivery. No damages or deficiencies with the drive and needle mechanism assemblies were observed. It can be confirmed that the root cause of the reported not sure delivering insulin event is the inadequate seal between the soft cannula and hard cannula. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: sp1a.210812.016.g970usqu9ixe1. Hardware: sm-g970u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 380 mg/dl while wearing the pod for longer than 48 hours.